Event description:
"Caller alleged imprecision with inratio meter. Results as follow:" 5.0, 2.7, 2.1. Pt self tester concerned about a high result she obtained on (B)(6). She feels it was a wrong reading because she never tests outside of 2.0-3.0 on her own meter. Initial result - 5.0. Pt self tester reported the test a few minutes later with sample from the same fingerstick. Inr = 2.7. Repeated again with sample from the same fingerstick. Inr = 2.1. There are no lab comparisons for these results, pt self tester simply feels the first result was too high. Pt mentioned that she does have some abnormal bruising.

Manufacturer narrative:
Customer reported using a 30 gauge lancet. Per user guide, it is important to use the correct technique and a 21 or 23 gauge lancet to obtain the right type and amount of blood sample. Failure to do so may cause inaccurate results. Time between reference and inratio tests was reported to be 15 days, which exceeds the 3 hr criteria for time between testing. If the time elapsed exceeds 3 hrs there is a high possibility that the discrepancies are due to changes in the status of the pt. For this reason, no further comparison analysis of this reported result is appropriate. Inratio precision data provided by end-user: date: (B)(6) 2013; 1st inr = 5.0; 2nd inr = 2.7; 3rd inr = 2.1; mean = 3.27; sd = 1.53; %cv = 46.86. Since %cv exceeds 20%, inratio meter results do not pass the criteria for precision. Further testing is required. The last in-house therapeutic donor testing performed on reported lot 304226 on (B)(6) 2013 yielded the following results: donor 231: inratio: 2.6, 2.9, 2.7; ref: 2.68; bias: 1.68-3.68; %cv: 5.59. Donor 203: inratio: 2.9, 3.1, 2.9; ref: 2.92; bias: 1.92-3.92; %cv: 3.89. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation required. Conclusion: analysis of client's data from repeat inratio testing revealed that the test result did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strips testing results met both accuracy and precision criteria. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action ((B)(4)), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.